Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing impedances. An automatic safety switch occurred around polarity. Tise rv lead has been implanted several years and remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).